Event description:
The technician reported the side rail is unable to latch. The bed was in storage at the facility. There was no pt/user injury reported. This report was filed in our complaint handling system as complaint # (B)(4).

Manufacturer narrative:
The technician found the side rail center arm is damaged. It is unk how the side rail center arm damage occurred. Per the hill-rom service manual, perform annual preventive maintenance procedures to make sure all versacare bed components are functioning as originally designed. Make sure the head and intermediate side rails are not bent or twisted. Make sure the side rails lock correctly in the high position and you hear the latch click. Gently pull on each side rail to make sure it latched correctly. If the side rail is difficult to latch, make sure the latch components are clean and look for obstructions. Release each side rail from the up position, and let it fall freely. The side rail should lower slowly and smoothly. Remove the center arm cover, and examined the cable routine for pinching, binding, or damage. Make sure the latch mechanism of each side rail is in good condition. Remove the side rail cover, and make sure the mounting screws are fully installed. Make sure all functions on the caregiver control work correctly. Repair or replace the side rails as necessary. The device referenced in this report is over 12 months old and according to the recommended preventive maintenance schedule at least one pm should be performed every 12 months. Therefore, the acceptance criteria, based on the DHR, were determined to be acceptable at the time the device was released. Given the time which has elapsed, the alleged failure of the device would not be related to any issue which occurred during the mfg process. The technician replaced the side rail center arm assembly to resolve the issue. Based on this info, no further action is required.